Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that a delphin controller was displaying "back flow" error message. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed. The user did not use ultrasonic gel and they believe that is the reason for the error message.